Event description:
One pt sample bar-coded with a specific identification number was read by the instrument correctly; however, the results printout showed a different identification number. The identification number was checked in the software and found to be correct. The result was printed a second time, showing the correct identification number. No info provided to determine if erroneous results were reported. If additional info is received, appropriate notification will be provided.